Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a missing integrated circuit on the cpu board. It could not be firmly established how the component became missing from the board. The device was recertified. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.